Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker was found to be in safety mode. Technical services provided in safety mode the pacemaker is not programmable and the device should be replaced. Additional information has been requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.